Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported difficulty obtaining a blood glucose (bg) reading due to a pairing failure alert in the device alarm history. After restarting the device and rescanning the sensor, connection was established and a (bg) reading of 190 mg/dl was displayed. The device did not alert the user to the out-of-range glucose level. The event was corrected by the device algorithm. The user did not report symptoms during the episode. The event did not persist beyond 90 minutes. No external medical intervention was required, and no caregiver assistance was involved.